Event description:
The lay user/reporter contacted lifescan (lfs) in 2007, and alleged that the meter was reading inaccurately high/erratic. This complaint was classified based on the customer care advocate (cca) documentation. The patient tested on his meter on the same day, and obtained three results of 348, 160 and 90 mg/dl. These results were obtained within 10 minutes. He took an additional half a dose of his lantus (regular dose is 35 units) based on the meter result. After taking the insulin, he began feeling shaky and dizzy. The techniques for cleaning the puncture site and for testing their blood glucose were correct. The patient denied receiving medical attention or taking action following use of the meter. The meter was replaced. The complaint is reported, as the comparison fell out of range and the patient alleged developing symptoms after taking his insulin, which was based on his meter results.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.